Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, the silver metal board of back side was disengaged from the cartridge, prior to load. Part of device protruded when the cartridge connected to the instrument. The surgical time was extended by less than 30 min. Another device was used to continue. The event occurred during the procedure but the product was not used for patient. There was no patient injury.